Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va1bve6, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for stool incontinence and urgency incontinence. It was reported that the patient had greatly improved symptoms after being implanted. Unfortunately, they developed progressively significant pain over their device. When the device was turned off, the pain disappeared. A diagnosis of an electrical leak was made and the device had to be removed. There were no further complications reported or anticipated.